Manufacturer narrative:
(B)(4). The customer reported that an unnecessary c-section was performed due to a device malfunction. Based on the information available, strips from the cardio toco gram (ctg) from (B)(4) 2011 on (B)(4) 2011, were reviewed by a philips (B)(4), who found that a device malfunction is not evident. The available ctg from (B)(4) 2011 does show decg and does not show the additional reported 'audible fhr output differs from print fhr trace'. This is not a device malfunction but an issue with customer satisfaction. Per philips documentation, "switching between the fetal and maternal heart rates and differing audible fhr output compared with the printed trace is described in the literature as a known limitation of ultrasound fetal monitoring. In order to support our customers in the continued safe use of avalon series fetal monitors, the mandatory (B)(4) was published and outlines measures that can be taken to help clinicians in situations where the fetal heart trace is unclear. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an unnecessary c-section was performed due to a device malfunction.